Manufacturer narrative:
At this time, the lead has not been returned for evaluation. This record will be updated upon return and completion of analysis, or if additional information becomes available.

Event description:
It was reported that this patient was hospitalized after receiving multiple inappropriate shocks. Review determined that the patient's cardiac resynchronization therapy defibrillator (crt-d) had declared a code 1005, indicating that an open circuit condition had been detected. Shock impedances on this right ventricular (rv) lead were high out of range, pacing impedances had increased dramatically, and pacing thresholds were noted to be high. There was noise on the rv and right atrial (ra) channels which had been oversensed, resulting in the inappropriate shocks and anti-tachycardia pacing (atp). The patient's system was surgically revised; this rv lead and the crt-d were explanted and replaced. No additional adverse patient effects were reported.